Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint was unable to be confirmed. Due to the insufficient information a definitive root cause was not able to be performed. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported, it was a case of a 23 mm sapien 3 ultra valve, on aortic position by transfemoral approach. During the procedure, there were resistance while inserting the esheath. The patient presented local dissection right common femoral artery (cfa). Therefore, it was performed a vascular surgery with patch as well as endarterectomy. The patient needed one unit of blood transfusion due to the dissection of cfa. The event was resolved.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was not returned.